Manufacturer narrative:
(B)(4) concomitant medical products: unknown, unknown ulnar component, unknown. (B)(6). Report source, literature: lami, d., chivot, m., caubere, a., galland, a., argenson, j.n. (2017). First-line management of distal humerus fracture by total elbow arthroplasty in geriatric traumatology: results in a 21-patient series at a minimum 2 years¿ follow-up. Orthopaedics and traumatology: surgery and research, 103(6), 891-897. Doi: 10.1016/j.otsr.2017.06.009. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01091.

Event description:
It was reported in a journal article that eighteen cases underwent elbow revisions due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should have been reported on three separate MFR numbers. Three (3) of the previously reported eighteen (18) revisions were found to be due to wear (two revisions) and technical error (one revision). These will be reported on 0001822565-2018-02664 (unknown humeral component) 0001822565-2018-02666(unknown ulnar component) and 0001822565-2018-02669 (unknown humeral component) 0001822565-2018-02670 (unknown ulnar component) if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that fifteen cases underwent elbow revisions due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.